Manufacturer narrative:
The biomedical engineer (bme) reported that they recently had a power loss in the department and the uninterrupted power supply (ups) went out which took out the central nurse's station (cns) dual display. No patient harm was reported. Nihon kohden's service technician reset the display's properties which allowed the bme to have dual displays for patient monitoring. Investigation summary: the reported issue is not related to a malfunction or deviation from performance of a nihon kohden device and does not require further investigation through a corrective action or preventative action (CAPA). Power outages are factors outside of nihon kohden's control.

Event description:
The biomedical engineer (bme) reported that they recently had a power loss in the department and the uninterrupted power supply (ups) went out which took out the central nurse's station (cns) dual display. No patient harm was reported. Nihon kohden's service technician reset the display's properties which allowed the bme to have dual displays for patient monitoring.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they recently had a power loss in the department and the uninterrupted power supply (ups) went out which took out the central nurse's station (cns) dual display. No patient harm was reported. Nihon kohden's service technician reset the display's properties which allowed the bme to have dual displays for patient monitoring.